Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Patient's current blood glucose value was 100 mg/dl. Customer also reported no delivery alarm. Reportedly, pump was working as designed. Customer reported that alarm was caused by infusion/reservoir occlusion. High blood glucose troubleshooting could not be completed. The devices is expected to be returned for analysis.